Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, it was indicated that patient has allegations after 1st revision of the right hip. As per clinic visit on (B)(6) 2018. Physician reported that some tenderness to palpation about the right lateral greater troch, but no other pertinent particular findings consistent with impingement or prosthetic wear or findings. Physical exam is consistent today still with the anterior groin pain with impingement testing and pain with resisted flexion of the iliopsoas. Physician think that the patient does have a component of greater trochanteric bursitis. Doi: (B)(6) 2017; dor: none reported; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.